Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. Upon interrogation, the right atrial lead exhibited noise. No sources of emi could be identified. No intervention was performed. No further information was available.